Event description:
It was reported that the patient complained of a "pinching" from the lead and it was confirmed during lead impedance testing that the patient was experiencing a "pinching". The lead was repositioned but the helix wouldn't fully extend due to a piece of tissue. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the lead was stretched. It was also noted that the inner insulation was kinked/buckled, there was blood in/on the helix/lobe mechanism, and there was apparent explant damage.